Manufacturer narrative:
Follow-up #1: date of submission 11/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings:during investigation, moisture was found in the battery compartment. The battery compartment was cracked from the threads to the case seal left of the grip pad, and from below the grip pad to the case seal. A leak was found in the battery compartment. The pump was opened to find no further moisture. No damage was found to the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged with moisture) issue. The reporter alleged the display was cracked and scratched, and the battery compartment had moisture in it. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.